Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that the drawers were greyed out and required maintenance. The malfunction occurred while the user was trying to issue the medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 greyed out and required maintenance. A field service engineer found that the auxiliary enhanced half-height cubie drawers 2.1 and 2.2 were not detected on the bus. The field service engineer reseated the pyxibus main cable for the enhanced half-height cubie drawers 2.1 and 2.2 and secured all bus cable connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.